Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that in the cardiovascular intensive care unit (cvicu), a cardiac surgeon was inserting an intra-aortic balloon (iab) via the left femoral artery, when approximately 1/3 of the way through the procedure, resistance was met and the super arrow-flex (saf) sheath could not be advanced or withdrawn. The surgeon gave a "good tug" on the iab which was then able to be removed. The iab and sheath were both removed and a new tray was opened using a alternative femoral site; it was accessed without incident using a sheathed insertion. There was no reported pt death or injury. No medical/surgical intervention was required. The pt tolerated the procedure well.